Event description:
Hospital personnel reported to medtronic ers, that during a code situation the device did not deliver a shock to the patient. CPR was performed while a back up device could be obtained and used to continue care to the patient. The reporter stated there were no adverse affects to the patient as a result of device operation.